Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (80) open 8mm, 31g pen needles without the tear drop label or inner shield. Customer states that the insulin would not flow when primed. All returned pen needles were examined and 77 out of 80 samples exhibited a bent non patient end of the cannula. All remaining samples were able to expel properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during priming. This was discovered during use. The following information was provided by the initial reporter: material no:320109 batch no:9247405, unknown consumer is reporting no insulin flow when priming. Several boxes were affected but he can only provide one lot number today. The other boxes, he discarded but he stated, it is the same product, 8mm pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9247405, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-04. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during priming. This was discovered during use. The following information was provided by the initial reporter: material no:320109 batch no:9247405, unknown. Consumer is reporting no insulin flow when priming. Several boxes were affected but he can only provide one lot number today. The other boxes, he discarded but he stated, it is the same product, 8mm pen needles.